Event description:
Information was received from a patient with an implantable neurostimulator for rsd/causalgia-complex regional pain syndrome and spi nal pain. On about (B)(6) 2016, the patient programmer would not turn on or off the implant or change programs. She already replaced the batteries. When the patient connected with the ins using her patient programmer, it indicated that the ins was empty. However, the patient had stimulation on and stated the recharger said the ins was full. The patient did not have her recharger and was instructed to call back later in the afternoon on (B)(6) 2016. Additional information received from the patient in (B)(6) 2016 reported that the patient programmer wasn't working. It was showing the low ins battery screen on (B)(6) 2016, but she was sure her ins had charge. The patient also mentioned seeing a "new" program (d) on the programmer the last couple of days. The patient was sure that wasn't there before. The patient did not have the insr with her at the time. The patient was instructed to call back when she had access to her recharger. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.